Event description:
Customer reported receiving a button error alarm and stated that the buttons on the insulin pump were unresponsive. The blood glucose reading was 300 mg/dl. Customer stated that she had not yet treated. She could not recall any significant events leading to this alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons function properly. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.